Event description:
It was reported that during an lar procedure, there was a complete staple line resulting in leakage, which was sutured. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results showed that the device was returned with no visual non-conformances and with a cartridge which was void of staples. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. The event described could not be confirmed, as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.